Event description:
Patient reports that approximately one month following breast augmentation, she developed redness at the surgical site. She subsequently presented with suture extrusion in 2007, three months following the initial procedure, in the presence of pus and scabbing. The sutures were removed from the skin surface and the patient was provided antibiotics. The patient will under bilateral areola revision.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.